Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an abdominal procedure, an error occurred and the blade tip was broken. Another device was used to complete the case. There were no adverse consequences to the pt.